Event description:
It was reported that the pacemaker was noted to have reached the elective replacement indicator (eri) and premature battery depletion was suspected. No other anomalies were noted. The pacemaker was explanted and replaced. There were no patient consequences.